Event description:
It was reported that the patient was dropped during patient transport. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found that the device fell down a stairway that collapsed underneath it. It was reported that neither the caregivers or patient were injured in the fall event. The customer was provided with an estimate for the cost of the repairs that the device would need. The customer decided not to repair the device at this time.

Event description:
It was reported that the patient was dropped during patient transport. No adverse consequence or clinically relevant delay in treatment was reported.